Event description:
New information noted that the device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation the pulse generator exhibited premature elective replacement indicator. The eri flag was cleared and the device was reprogrammed. The patient would be brought back in a month for follow up.